Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-31481. It was reported that the patient experienced ineffective therapy starting in (B)(6) of 2019. In turn, the patient underwent surgical intervention wherein the scs system was explanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.